Event description:
During the implant procedure the physician punctured through the patient¿s mouth when dissecting using a surgical instrument. The physician focused on suturing of the mouth and used methylene blue in base of tongue to ensure proper sealing